Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned femoral implant impactor indicated that one of the bumpers that come into contact with the femoral component has fractured off. This fracture appears to have been caused by an impact overload mechanism. The fracture of the impactor was likely due to the impact forces applied to the instrument during seating of the femoral component. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the black plastic broke during surgery. No delay was recorded and backup device was available.